Event description:
Additional information received on 01jul2020: we had a call with the physician yesterday. We wanted to speak to him about the twitter feed. He told us that there was nothing wrong with the graft. It worked perfectly fine. The issue was thought to be a type 1a, but ended up being a type 2 from a bronchial artery. He also stated that if we look at the rest of the feed that there was a question of why he didn¿t go for a longer seal zone by moving proximally and doing a bypass. He explained in the feed that the pt was 350 ibs and had a 4 vessel arch. A transposition of those vessels would¿ve been a nightmare. He knew that there was risks involved with it but proceeded with the plan of landing short of the lsa. Everyone agreed that¿s what they would¿ve done as well. This was including another physician. He acknowledged our concerns but reassured us that, from his reading and commenting on the feed, there is no bad press about our product. He plans to continue to use it. He will be doing a scan and follow up with us in the future for the s/p endoleak embolization.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: per physician's tweet on twitter: type b dissection, post tevar with zenith graft. Now with enlarging false lumen. Per americas program manager ¿ aortic therapies: based upon dr. Tweet, no I don¿t believe this warrants a complaint as he used the zenith proximal dissection stent to treat the entry tear of the type b dissection and is seeing expansion of the false lumen (doesn¿t mention endoleak in tweet and later responds to a comment that it is not a type 1 endoleak). Having continued flow into the false lumen can happen, often does, based upon the patient¿s anatomy as well as due to various fenestrations across the septum throughout the dissected aorta. He mentions that the false lumen is continuing to expand, yet that is not indicative of a device failure; the flow can be coming from distal of the proximal device in uncovered or bare sections. The discussion appears to be around next steps in what other physicians would now do (additional covered stents, other techniques, etc.). Patient outcome: unknown.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: on the (B)(6) 2020 a twitter feed was posted in regards to an patient undergoing a tevar (thoracic endovascular aortic repair) with an unknown zenith device for a type b dissection. The physician was asking for feedback and ideas in regards to the patients further treatment from fellow vascular surgeons. Based on the following twitter feed and email correspondence with the author, it seems as though there is a type ii endoleak from a bronchial artery. It is assumed that due to the disease being a type b dissection a zdeg dissection device was used for the tevar procedure, although this is unclear from the twitter post. No information was provided in regards to patient outcome. The imaging shared in the tweet was reviewed by an imaging expert. Per the imaging review continued false lumen perfusion around the proximal graft and around the midgraft was seen. It was not possible to assess the type of endoleak based on the reviewed imaging. Based on the provided information it has not been possible to establish an exact cause for this event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.